Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx des (3.0x38mm) was implanted in the lad. It was observed during post dilation that a grade a dissection had occurred. The patient was then treated with a non-mdt stent. The patient recovered. The investigator assessed the event as probably related to the index device and unlikely to be related to the antiplatelet medication.